Manufacturer narrative:
H6: code b20: the device was discarded at the treating facility and was therefore not available for analysis. H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. H.6.: code d1001: the physician commented as follows: some resistance was felt when advancing the sheath. Also, the patient¿s blood vessel condition was originally poor. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent a 1-debranching tevar with axillo-axillary bypass for a thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. The device was implanted successfully and the vessel access site of the left common femoral artery was closed. Thereafter, blood flow of the dorsum of the left foot was unable to be detected by a laser doppler flowmetry. Angiography was performed again and no blood flow was found distal to the vessel access site. Access vessel injury due to the sheath was suspected, thus, a cut-down was made again and the left common femoral artery was repaired surgically. Confirming the blood flow improved, the procedure was concluded. The patient tolerated the procedure. The reporting physician commented as follows: some resistance was felt when advancing the sheath. Also, the patient¿s blood vessel condition was originally poor.